Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) was advanced to the mitral valve; however, after several grasp attempts and moving the clip 2-3 times, it was noted that one of the gripper arms would only come half way down. The cds was removed and replaced with another cds. Two clip were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed. The reported failure to adhere or bond could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue and the difficulty grasping the leaflets. There is no indication of a product quality issue with respect to manufacture, design, or labeling.